Event description:
It was reported that during a hemorrhoidopexy procedure, all the stapler pins didn¿t deploy. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information received: how much blood was loss (ml)? This information is not available. But no significant blood loss is reported. Did the patient require a blood transfusion? If yes, how many units were given? No. Did the post-operative care change based on the bleeding? No. What is the current status of the patient? Patient is doing fine after the surgery.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, breakaway washer indented the analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information received: what degree of hemorrhoids did the patient have? - 2nd degree. What confirmation was received that the device was fully fired? ¿ tactile feedback. Where within the gap setting scale was the orange indicator prior to firing? ¿ orange indicator was in the green zone. Did the device cut? - yes. If the device cut, was the cut line fully circumferential around the target tissue? ¿ yes. If the device fully cut, were all tissue layers present in both donuts when inspected? ¿ yes. Tissue layers were present in the donut. Did the device staple? ¿ partially stapled. Was the staple line complete? ¿ no. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? ¿ irregular. How was the case completed? ¿ surgeon used haemostat to arrest the oozing. Used energy device in the unstapled area.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.